Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
Clinic notes were received providing that the patient¿s generator replacement was complicated by wound infection after revision surgery. The generator was not explanted as a result of the infection. Review of the manufacturing records for the lead and generator confirmed sterilization prior to distribution. Additional relevant information has not been received to-date.